Manufacturer narrative:
For the investigation the logfile was analysed. It was found that due to a faulty valve o2 of the mixer cartridge the evita performed warmstarts in order to solve the problem. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. In case an internal failure is detected, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The ventilator may attempt a warmstart. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The evita xl reacted as specified by posting alarms to alert the user. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use, the device turned off suddenly making a loud sound. Immediately after, the screen switched on, signaling audible and visual alarms (red) not better identified as the operator, having detached the patient from the ventilator, went behind her head to ventilate with ambu. Another operator arrived who found that the device continued to deliver the flow despite the screen being turned off again. After a few seconds, the monitor, two or three times, would turn off (black screen) and turn on again, while continuing to deliver continuous flow until it finally turns off. The interruption of the flow occurred only when the oxygen supply of the wall unit was disconnected. No injury was reported.